Event description:
On (B)(6), a 3l liner was used for a turp case. The fluid collected shot out from tandem port and landed in the healthcare attendant¿s eye.

Manufacturer narrative:
The complaint was received and forwarded on to the manufacturing facility for investigation. The actual sample was not received. A review of the manufacturing device history record for the referenced lot number was completed. We confirmed that no ¿fluid leaks¿ or ¿leaks¿ were documented during the manufacturing of this batch. The investigation determined that all products were manufactured, inspected and released in accordance to our established specification for quality and efficacy. Based on the information provided; we conducted an evaluation on various flex advantage liners to duplicate the reported concern. We have not been able to duplicate the reported concern when the instructions for use (IFU) were followed. In addition, no similar reports from other customers have been received to date. However this concern was only duplicated when the flex caps were not securely capped before suction was turned off. This practice goes against the shut-down instructions defined in the flex advantage IFU. The results of this evaluation indicate that the assignable root cause may be related to an improper shut down of the flex advantage liner based on the investigation we have concluded the medi vac flex advantage liners are free of defects and functional problems. The inappropriate shut down practice performed by the customer is the assignable cause of this reported concern.